Event description:
It was reported that this left ventricular (lv) lead was exhibiting gradual pacing impedance out of range. Electrogram (egm) show lead still capturing. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).